Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial lead exhibited no capture and the patient experienced diaphragmatic stimulation. The lead had dislodged. The device was reprogrammed and the lead was repositioned at an additional intervention. No additional adverse patient effects were reported.